Manufacturer narrative:
(B)(4). Batch #t95502. Investigation summary. The device was returned with the jaws misaligned. Upon inspection under magnification of the jaw, it was noted that one of the retention pins that holds the jaws in position was sheared off. The device was connected to the generator and it was recognized. Because the jaw was damaged, not all functional testing could be performed with the generator. The condition of the jaw prevented the functionality of the device. The instrument was unable to fully cycle open and close. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. A probable cause of the damage to the retention pins could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it wasn't possible to open or close the device. There were no patient consequences. No further information is available at this time.